Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently pump wake button was "not working". Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.